Event description:
Medtronic received information that during the implant of this bioprosthetic valve, while suturing the valve, the valve tore at its edge. The valve was explanted and another valve was implanted with no additional reported adverse patient effects. The valve was returned for analysis.

Manufacturer narrative:
Product analysis:upon receipt at medtronic's quality laboratory, the valve was discolored showing evidence of blood contact. The sewing ring appeared slightly everted adjacent to the tear. Small needle holes in the sewing ring showed placement of implantation sutures. All leaflets were in the open position. All leaflets and commissures were intact. The myocardial tissue was torn, approximately 9.5 mm in length, from under the cloth base stitching in the right non-coronary inferior coaptive area. The tissue appeared stretched adjacent the tear, possibly due to the everted sewing ring. Tissue remained in place under the cloth above the stitching line. Conclusion: the clinical observation was confirmed and was caused by operational context. The valve was received with the inflow edge flanged, and indicated that the valve was everted or folded to possibly aid in implantation. Please note that our instructions for use state the following: take care not to evert (roll outward) the inflow end of the bioprosthesis when suturing the valve to the patient's annulus. Eversion could damage the valve tissue. (B)(6). (B)(4).